Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure the generator repeatedly displayed a grounding fault alarm. It was reported that dual-strip grounding pads were being used. The physician stopped the case and the nurse cleaned the grounding pad area with alcohol wipes, but this did not resolve the issue. However, the procedure was completed with this endostat iii rf generator. The generator was tested following this procedure and no issues were found. The customer has since switched to single-strip grounding pads, and has reported no further issues. There were no patient complications reported as a result of this event. It was reported that the patient was not injured during this procedure.